Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the head of the bed would not raise manually or electrically. No pt impact.